Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: taxus liberte ous, mr 3.0 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged on the proximal end of the stent, with struts distorted and lifted proximally. No damage noted on the distal side. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts in the reported calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several inner/outer extrusion kinks to the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2016. It was reported that crossing difficulties were encountered.   The target lesion contained an acute bend and was located in the tightly calcified left circumflex (lcx) artery. Following predilation, a 28x3.00mm taxus¿ liberté¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed proximal stent damage.